Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the dura guard had been drilled into and was bent; and that the cutter could not be inserted. It was further determined that the device had component damage and corrosion. Therefore, the reported condition was confirmed. The assignable root cause for the craniotome damage was due to improper burr insertion, which is user error. It was also noted that the craniotome was damaged by improper burr insertion and excessive force during use. It was further noted that the this caused the burr to deflect and come into contact with the dura guard. The assignable root cause for the corrosion on the bearings and spacers is consistent with normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the nose cone on the craniotome device was bent; and that the cutter could not be inserted. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.